Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient was found deceased with a device having malfunctioned, alarming for a ventilator inoperative alarm condition. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient was found deceased with a device having malfunctioned, alarming for a ventilator inoperative alarm condition. The device was evaluated by the manufacturer's product investigation laboratory (pil) and during the evaluation it was noted that multiple ventilator inop errors were found on the devices alarm log display, and multiple device reboots were found to have occurred in the devices error logs. The evaluation was able to confirm the complaint of the a40 pro, UK. In addition it was noted that the devices error logs were corrupt with multiple flash writing errors which in turn corrupted the error logs making the information out of chronological order. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. Box h (coding) has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a patient was found deceased with a device having malfunctioned, alarming for a ventilator inoperative alarm condition. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (gbx3100h19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.